Event description:
Discordant, falsely low sodium results were obtained on three patient samples on a dimension xpand plus w/hm instrument. Of the three samples tested, a falsely low chloride result was also obtained on one sample. The discordant results were reported to the physician(s). The samples had been run in small sample cups (ssc). A new sample was obtained from the patient corresponding to (B)(6) and the new sample was tested using a macro cup (mc) on the dimension xpand w/hm instrument. (B)(6) and (B)(6) were also repeated using mcs on the dimension xpand plus w/hm instrument. All of the samples resulted higher upon repeat testing. After troubleshooting, (B)(6) was repeated and both the sodium and chloride results matched the prior rerun results. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc instructed the customer to align the sample probe to the integrated multisensor technology port and perform a bleach clean procedure. The operator also replaced the q-lyte sensor. Diluent check and quality controls were run after maintenance, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of discordant, falsely low sodium and chloride results is unknown, as the samples resulted as expected upon repeat testing on the same instrument prior to troubleshooting. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.